Event description:
It was reported that a right ventricular (rv) lead was surgically abandoned due to an infection. A new lead was successfully implanted in it's place. No additional adverse patient effects were reported.